Event description:
During perfusion, the device exhibited intermittent power-cycling behavior in which some components reset and displayed values briefly went to zero while the gui remained active. The device recovered after each occurrence, which was noted three times during the perfusion. The liver was successfully transplanted.

Manufacturer narrative:
The device was serviced on site. Review of perfusion logs identified ifb board resets corresponding to the reported events; each reset lasted approximately 3 seconds, with recovery of flows and pressures within 5 minutes. As a precaution, the ifb board was replaced, and the device passed all applicable testing.